Manufacturer narrative:
Results: bd received a total of 10 trays by bd (B)(4) and evaluated. A single 3ml tray with a top web attached confirmed to be from batch #7121988 (p/n 309702). The tray was loose in the box. A small fiber ½ inch in length that appeared to be a short hair was found inside on the divider wall. A single 3ml tray inside a plastic bag with several syringes had a piece of fm taped to the bottom of the tray. The fm appeared to be a piece of unidentified fiber approximately ¼ inch in length. Eight 3ml trays without top web were inside a plastic bag. Small particulate matter was confirmed in 5 of the 8 trays where it was taped to the inside walls. This complaint references a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. Refer to CAPA #(B)(4). No further action is required at this time. Conclusion: CAPA #(B)(4) exists to investigate fm on this machine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside ten bd luer lok¿ syringes before use. No injury or medical intervention.